Event description:
It was reported that the ventilator failed internal leakage test during pre-use check with a message 'system volume too small'. There was no patient involvement. Manufacturer's ref. #: (B)(4).